Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported she first noticed the meter issue began approximately 3 weeks prior to her contacting lfs/. The patient reported that she obtained inaccurate blood glucose results of ¿400 and 150 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for precision. The patient was unable to confirm how she manages her diabetes or if she made any changes to her usual diabetes routine, in response to the alleged meter issue. The patient reported that a minute prior to her becoming aware of the meter issue she developed symptoms of ¿blurry vision and shaky¿, which she self-treated by consuming more food and drink. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event that may have started after the alleged product issue began.